Event description:
Patient reported "had a protrusion, so I had to visit with the surgeon who told me that my implant just shifted, but was no big deal. About 9 month after I started experiencing sharp pains, a nodule under my left arm and ended up visiting my obgyn who performed an ultrasound, and other imaging and determined that my implant had flipped. Not only did my implant flip both were also ruptured." Healthcare provider called and confirmed rupture. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Patient weight: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken smooth on posterior, opening crease sharp on radius, stress marks, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is: a smooth broken on posterior assessed as smooth opening. An opening crease sharp on radius assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Patient reported "had a protrusion, so I had to visit with the surgeon who told me that my implant just shifted, but was no big deal. About 9 month after I started experiencing sharp pains, a nodule under my left arm and ended up visiting my obgyn who performed an ultrasound, and other imaging and determined that my implant had flipped. Not only did my implant flip both were also ruptured." Healthcare provider called and confirmed rupture. This record is for the left side. The device has been explanted.